Event description:
Lp35 (lifepak 35) was used on a cardiac arrest. Patient was defibrillated 4 times in paddles mode. After rosc (return of spontaneous circulation) was obtained, the 4l and 15l were placed on the patient, and unable to get an ECG (electrocardiogram) tracing. Cord was unplugged and plugged back in, and the leads were disconnected and reconnected without success. The lp35 lead cables were removed, and a lp15's (lifepak 15's) leads were connected on the same electrodes, and a clean ECG tracing was obtained. After the call, the lp35 was removed from serviced and tested with a rhythm generator, and we were unable to recreate the issue.